Manufacturer narrative:
The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), the iab would not calibrate. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer successfully used the fluid lumen as an alternate arterial source. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).